Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was reading inaccurately high compared to another device (accuchek performa). This complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the csr during a follow-up call with the patient on (B)(6) 2017. The patient reported that the alleged inaccuracy issue began at 4:15 p.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿360 mg/dl¿ with the subject meter and ¿289 mg/dl¿ with the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin (no adjustments) and it is not clear what changes, if any, the patient made to her usual diabetes management regimen as a result of the alleged issue. The patient reported that approximately 30 minutes after the alleged issue began, she became ¿very hypoglycemic¿ and during the follow-up call with the csr, she advised that she had developed symptoms of ¿sweating, blurred vision¿ and that her ¿heart beat fast.¿ the patient advised that she self-treated her symptoms by eating some food. The patient denied testing her blood glucose on any other device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The csr also walked the patient through a control solution test and the result obtained fell within the expected range of 102-138 mg/dl. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.